Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400 ml. Flow rate: na. Procedure: na. Cathplace: na. When priming the pump, following priming instructions exactly, bolus would not fill. Waited 45 minutes for orange indicator line to move, but it never did. Additionally, when the bolus button was pressed, it just sprang back up. No pt contact. Date of event: (B)(6) 2011. No pt contact.

Manufacturer narrative:
Method: received one full pump for evaluation and investigation. Results: visual inspection found viscous medication in the reservoir and tubing. Removal of the solution contained in the device was successful. The use of multiple cleaning methods was necessary to clear the device fluid path of the solution. The bolus button as again depressed to fill the bolus. The bolus filled in required time frame. Conclusion: the complaint of the bolus not working properly was confirmed. A review off the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. This product is under recall.